Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The motor passed the motor test. The insulin pump had minor scratched display window.

Event description:
It is reported that the patient has a motor error on their insulin pump. Patient's blood glucose level is at 390mg/dl. Trouble shooting is conducted. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.